Event description:
Customer called us office to make a complaint that one of her needles broke off in her stomach and it was the first time she tired to use it. She also said a second needle broke off before she could get it on her pen. Customer reported that she intended to make a doctor appointment.